Manufacturer narrative:
Correction: initial reporter name, phone number, and email corrected. Additional information: there were two lot numbers provided by the customer. Lot 3276444, expiration date 09/30/2026, device manufacture date 10/03/2023 was submitted in the initial. The second lot number is 3342139, expiration date 11/30/2026, device manufacture date 12/09/2023. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533, lot number 3342139 and lot number 3276444.. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Correction to investigation results and codes: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3342139. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc foreign matter in the catheter. The following information was provided by the initial reporter: in these lots there are small amounts of particles in the catheter device (¿goo like¿ ¿glue¿ particles).